Manufacturer narrative:
Result: damaged motion interrupt pan.

Event description:
It was reported by service report that the bed got stuck in high height position, and would not lower, and the motion interrupt pan was damaged. There was pt involvement. However, no adverse consequences were reported.